Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded on device. Numerous kinks were visible along the hypotube during analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1-9th distal stent wraps with struts bunched. No deformation was evident to the distal tip. The guidewire lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity rx drug eluting stent to treat a severely tortuous and calcified lesion located in the left anterior descending, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent deformation occurred. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not de vice related. The procedure was completed with another manufacturers product. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: the returned procedural images confirm the patient lesion condition as reported by the account. Images capture the pre-dilation and successfully stent implantation of two unknown stents in the lad. The reported difficulties encountered during delivery and reported stent deformation are not captured in the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.